Manufacturer narrative:
(B)(4). Customer has not yet indicated if the device will be returned. The device remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02698.

Event description:
It was reported that following a bunionectomy procedure, the surgeon noticed that post-operative x-rays revealed the screw had lost its compression of the osteotomy site and there was a gap between the bones. No revision is planned at this time, as the patient is advised to remain non-weight bearing for the time being.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No medical records received; however, it was relayed that the patient had very soft bone which may have contributed to the event but this cannot be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history by part number determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.